Manufacturer narrative:
Additional information received on 10 march indicated that the t1 implant was cut free and removed from the patient and the procedure was successfully completed with a back-up device. Device was returned for evaluation on 14 december, 2015. One used fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no ts or suture remain on the insertion needle. No suture or ts were returned. Needle is bent on two planes. The device was functionally tested for proper actuator advancement and cycling and would not function as intended due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
Additional information received indicated that the t1 implant was cut free and removed from the patient and the procedure was completed successfully with a back-up device.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that the first implant from the fast-fix curved 360 needle delivery system deployed but the second implant did not deploy. It is unknown whether there was a surgical delay or whether the first implant was left in the patient or was removed. No patient injury was reported.